Manufacturer narrative:
(B) (4). Results and conclusion summation - in this case, there was no reported product deficiency. The reported angina and stenosis are known adverse events as listed in the xience v instructions for use (IFU). Additionally, all of the reported patient effects (angina, stenosis, and hospitalization) are recognized as no fault post-procedural complications in the no fault risk assessment (ram). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that on (B) (6) 2007, the patient underwent stenting of the pre-dilated mid rca with a xience v stent. On (B) (6) 2009, the patient experienced angina and was hospitalized. Diagnostic coronary angiography revealed a 99% distal edge stent stenosis, but no stenosis within the stent. This was treated with implantation of a non-abbott stent on (B) (6) 2009. The event resolved on (B) (6) 2009. There is no additional information available.